Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the oval marks on the pump connector had come off at a pump replacement. They were unable to remove the sutureless connector (sc) from the pump. The healthcare provider (hcp) was attempting to cut off the sc. No symptoms were reported. It was later reported that the hcp had successfully separated the catheter from the pump. There were no further complications reported at this time.